Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the device did not seal even though end tones were heard. There was bleeding less than 250cc's at the seal site. There was no pt injury.